Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficult or delayed positioning in the anatomy appears to be related to patient and procedural conditions. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was due to the user error of curving the cds more than 90 degrees. The reported inability to grasp, inability to capture, difficult closing the clip, and difficulty removing the cds from the sgc appear to be related to procedural conditions (transeptal puncture, under-straddled) and user error. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed anterior leaflet, prolapsed posterior leaflet, aneurismal intra-annular septum, and small left atrium (la). A steerable guide catheter (sgc) and a mitraclip xtw were prepared per the instructions for use (IFU). The clip was inserted and steered on the mitral valve. However, it was noted that the clip was curved more than 90 degrees (90-120), and despite adding a-knob, the clip was under the valve when perpendicular to the valve. The clip was significantly under straddled, and grasping was performed. However, the anterior leaflet could not be grasped or captured. Therefore, a decision was made to discontinue the procedure. The clip was brought back to the la without issue. However, the clip was significantly under-straddled, was unable to close, and unable to retracted into the sgc. Troubleshooting was performed, and after several attempts, the clip was closed and retracted into the sgc. The clip was successfully removed from the patient without damaging the mitral valve. However, after removal of the sgc, a small tear in the septum was observed. It was noted that the significant manipulations caused a small tear in the septum. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.